Event description:
The customer stated that one patient sample generated mismatched hemoglobin/hematocrit (h/h) results of 6.0/33.0, repeated 10.6/32.0 due to discrepant hemoglobin results (6.0 verses 10.6 g/dl). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The issue was resolved after cleaning of the hgb flow cell and cleaning the system with diluted bleach. The cell-dyn 1800 system operators manual contains adequate information in regards to routine maintenance for optimal system performance. A review of the historical data did not identify an issue with the instrument or the hgb flow cell. Based on the event details and evaluation, no malfunction was identified with the cell-dyn 1800 instrument or the hgb flow cell.